Event description:
The pt contacted lifescan alleging that he was not able to obtain a reading with his one touch ultra meter and his one touch ultra test strips had discolored (black) membrane. The pt experienced symptoms of high blood glucose level; the specific symptoms were not provided. He attempted to test with the reported meter and obtained an "unk" error message. The pt went to the doctor. An a1c test was performed on the doctor's device; the result was not provided, though the pt took insulin due to the high result. No additional meter readings were taken at the time of concern. No information was provided regarding results obtained on the reported meter or the pt's actions prior to the time of concern. According to the information provided by the pt, he experienced hyperglycemia; however, there is insufficient information to indicate that the product contributed to his experiencng hyperglycemia and medical intervention. The customer care representative (ccr) confirmed that the "test strip channel was black". Based on the discolored test strips and meter error message obtained, there is an indication that the product malfunctioned an that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.